Event description:
A medtronic representative reported an inaccuracy in synergy spine, while in a spinal fusion procedure. The site attached the frame and did two o-arm spins to include all the anatomy needed. They placed all the screws on the patient's right side (from top to bottom), then switched to the left side and the upper spine. The system was then off by ~5mm in the medial/lateral plane. Various landmarks were checked and it was off by the same amount. They then went to the lower spine, which showed the was clamp visible. When checking accuracy with this scan, they were accurate up to l1, but levels t12 and above were off the mark. The surgeon proceeded to put in screws in the lumbar section. After this, the surgeon changed to the upper spine again to check accuracy and found that it was accurate. The surgery proceeded to completion. Following the procedure, the site checked the screw placement again and all screws were accurate. There was no impact to the patient reported.

Manufacturer narrative:
Due to insufficient character space the patient's complete ID is: (B)(6). Software has not been evaluated as of the date of this report.